Event description:
The device was returned to the service center with a report from the customer contact that there were constant flow stop errors on channels a and b. This does not indicate a reportable malfunction. However, during verification testing at the service center, the device delivered more than expected.

Manufacturer narrative:
The device mechanism was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.